Event description:
It was reported that the patient presented in-clinic with shortness of breath and overall discomfort. Interrogation of the patient's pacemaker showed an alert of invalid diagnostics. The programming changes were made. Patient was stable post programming changes.